Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2016. The patient reported that he saw the cgm was reading 79mg/dl, compared to his fingerstick, which read 49mg/dl. The patient drank juice and took a couple of glucose tablets. Patient stated he was unable to feel his symptoms of the low. While on the phone with dexcom technical support, the patient was advised to test his fingerstick, which read 99mg/dl when the call was ended. At the time of contact, the patient was okay. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of cgm inaccuracy was not confirmed. A root cause could not be determined. Patient took medication containing acetaminophen. Labeling indicates: make sure you have not taken any medications containing acetaminophen (such as tylenol). Taking medications with acetaminophen (such as tylenol) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and may be different for each person.